Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had previously experienced wound cellulitis with drainage from the upper incision wound. It was treated with medications, but did not resolve. A few months later, distal electrode erosion was noted at the site, as well as infection. The device was programmed to primary sensing configuration, so there were no episodes or therapy. Tachy mode was programmed off. The patient was admitted to the hospital where subsequently surgical intervention was performed and the electrode was removed, but a portion was capped near the generator. The field representative believed the patient was sent home with a life vest until another electrode could be implanted. It was also noted that prior to the patient receiving the s-ICD system, the patient had two transvenous systems from another company which had to be explanted due to infection.